Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, and motor test. The device was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during bolus and basal. Customer was able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 156 mg/dl. No further information reported.